Event description:
The customer reported artifacts on images intermittently. They stated that it happens about 30% of the time. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep performed the repair activities related to the loose screw issue. The unit was tested and the sensor functions normally. (B)(4).